Event description:
Caller states the expiration date printed on the compact strip vial is 2007 with no month printed. MFR lists the expiration date as 1/31/07. No adverse event reported. Requested return of suspect device and replacement was sent.